Manufacturer narrative:
The first sentence in the previously submitted supplemental regulatory report should read: follow up information received from the patient via the healthcare professional (hcp) reported that the cause of the therapy not working well was due to a bacterial urinary tract infection (and not the result of the fall). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient via the healthcare professional (hcp) reported that the cause of the therapy not working well was due to a bacterial urinary tract infection (and the result of the fall). As an action to resolve the issue, the patient was treated with antibiotic. It was noted that the issue was resolving. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported falling due to vertigo (vertigo is not related to device/therapy) on (B)(6) 2018 which landed them in the hospital for a few days (hospitalization was not related to device/therapy). They said therapy was working well, but now it is not; patient is having urinary incontinence which started after the fall. The patient fell on their left hip which is where the ins is and is wondering if the fall could have affected her therapy or damaged the system. Prior to today's call, the patient called their healthcare provider's (hcp) office who instructed the patient to call the manufacturing company to set up the appointment. As a result of what was reported, the patient was redirected to their hcp to discuss symptoms and request a manufacture representative (rep) if desired. No further patient complications have been reported as a result of this event.